Event description:
Customer reported that the sensor was inaccurate and the insulin pump went into an inappropriate threshold suspend. She stated that when she bumped into the door frame, the transmitter was ripped out of her body and that sometimes when she hits something, she bleeds excessively. The blood glucose reading was 117 mg/dl. It was found the customer does not follow proper procedure and tapes the sensor down very tightly against the body. Customer reported that this is the fourth time she has experienced blood at the site and that time, it was gushing. Customer stated that the sensor was not tugged or pulled on after insertion and that it was not inserted away from restrictive clothing. She also stated that the insertion sites were painful. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.